Event description:
The patient was just starting treatment and they got "air in blood" alarm. The customer could not clear the alarm. Customer, after performed "air in blood" procedure, stated kept getting "air in blood" alarm many times. Venous pressure shot up to 1040 and they tried to reset machine. The operator opened blood pump door and jiggled tubing to try and reduce pressure. When customer was performing "air in blood" procedure noticed air close to patient. Customer saw air in line going to patient. Patient started complaining of chest pains. Clamped off patient venous access and immediately took patient off. Laid patient on side and administered 100% oxygen. Patient was taken to emergency room and x-rayed. There was no air in patient. Patient was ok. Customer said that they did not believe air went to the patient. Patient wanted to just continue with dialysis.